Manufacturer narrative:
Further information and clarification was received from the customer which makes the previously reported issue non-reportable. The customers reference range is 0.000 to 0.030 ng/ml. The provided results (0.7 ng/ml, repeated result was 0.05 ng/ml) are both in the high range. Based upon this new information, the complaint is no longer a reportable event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The results were released out of the lab; however, no treatment was provided to the patient. The initial result for sid (B)(6) was 0.7 ng/ml, repeated result was 0.05 ng/ml. No impact to patient management was reported.